Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
Superimposition of two images on the left monitor after a swap (switching images from one monitor to another). The current case that was an aorta runoff was superimposed with a foot from a previous case. No pt injury was reported.